Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cup revised due to dislocation. Original cup was nearly vertical. The original cup was cut out, and replaced with a dual mobility cup from another vendor. The stem was well fixed and undamaged, it remained. The original +9 32mm ceramic head was replaced with a +8.5 28mm metal head to fit the dual mobility liner. Patient consequence? Yes. Patient consequence description:dislocation, and revision. Action taken for procedure:revised original cup to a dual mobility cup. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.